Manufacturer narrative:
Reference MFR #: 2937094-2013-00742.

Event description:
It was reported that while using a surgical fiber during a prostate procedure, diminished tissue vaporization was observed and the fiber cap detached. A second fiber was used and reported to have diminished tissue vaporization and cap detachment. A third surgical fiber was used and the laser systems fiberlife function activated; the system went into standby mode. The procedure was completed using a forth surgical fiber. There were "no damages to the pt." This report is for the second surgical fiber used.